Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was difficult to insert into the pulse generator header. Eventually, the lead was inserted and the procedure was completed.